Manufacturer narrative:
The reported event of high impedance/lead fracture was confirmed. Returned octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-00644. It was reported the diagnostics indicated high impedances on one lead. Surgical intervention was undertaken wherein it was found out that there was a significant fracture in the center of the lead and another kink towards the end of the lead where it connects to the header of the ipg. Hence, the lead was explanted and replaced. This addressed the issue. Patient denies any falls or trauma. It is unknown which lead had fractured and was explanted, therefore both leads are being reported.